Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this event would be updated at that time.

Event description:
Boston scientific received information that, during an implant procedure, the right atrial (ra) lead was difficult to place. Prior to pocket closure, the lead was removed and another lead was successfully implanted. Additional information indicated that the helix would not extend. When the lead was connected to the pacemaker, impedance was out of range and noise was noted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. It was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.